Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. Quality control (qc) was within range. The ccc ran a check 1 on the photometer, aliquot probe and integrated multisensor technology (imt) probe. The ccc found that the imt probe alignment verification failed at the baseplate. The ccc had customer check the imt probe and found that the latch for the probe was loose and was not tightened, the latch for reagent arm 1 (r1) probe was also loose and the customer was able to tighten this latch. The customer replaced the imt probe but the imt probe latch was still loose. The ccc auto aligned imt probe and all server 1 probes. The ccc ran check 1 on imt probe and r1 probe, which passed. A siemens customer service engineer (cse) was dispatched to the customer's site. The service was performed over multiple visits. The cse repaired the imt latch. The cse replaced sample arm 1 (s1), reagent arm 1 (r1) and reagent arm 2 (r2) probes. The cse performed mix test and found that the imt and r2 mixers are nearing end life and replaced them. The cse ran mix tests without issue. The cse performed alignments. The customer ran qc, which was acceptable. The cause of the discordant sodium, creatinine, glucose, albumin and alkaline phosphatase results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant sodium, creatinine, glucose, albumin and alkaline phosphatase results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate instrument. The repeate results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, creatinine, glucose, albumin and alkaline phosphatase results.